Event description:
It was reported that the right ventricular [rv] lead was not capturing and had high threshold measurements. It was also reported that the rv lead had slowly decreasing pacing impedance and decreasing r waves. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the defibrillator conductor was distorted. There was blood/body fluid in the outer tubing overlay. The outer tubing overlay was melted, had cosmetic environmental stress cracking and was breached cut. The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism (sleeve head). There was blood in/on the helix/lobe mechanism. There was tissue on the helix. Apparent explant damage was noted.